Event description:
A customer observed a positively biased result with a patient sample using vitros tsh on a vitros eci analyzer. There is no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event was unable to determine exact root cause of the event. Retesting of the same sample could not be performed due to the lack of sample. Tsh precision testing results were well within the expected guidelines. Calibration parameters and daily quality control results were unremarkable. There is no evidence to suggest that an analyzer or reagent error had occurred. Pre-analytical sample processing was in accordance with the laboratory's procedure. There was no allegation of harm as a result of this event. The root cause of this event is unknown.